Event description:
It was reported that at the user facility the trigger was sticking. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that at the user facility the trigger was sticking. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.